Event description:
On (B) (6), 2010, the patient was implanted with two gore tag thoracic endoprosthesis to repair a thoracic aortic aneurysm. A gore introducer sheath with silicone pinch valve was smoothly inserted into the right femoral artery for delivery and deployment of the devices, which was executed without incident. When the sheath was removed, the right external iliac artery was ruptured. The physician repaired the proximal side of the ruptured external iliac artery using a gore iliac extended component and repaired the distal end of the artery with a dacron graft. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Additional devices related to this event include: tgt3115/(B) (4), tgt3115/(B) (4), pxl161007/(B) (4). The gore introducer sheath with silicone pinch valve instructions for use (IFU) sizing guide states, the outer diameter of the device used is 8.3 mm. Additionally, the IFU under warnings, states: ensure the vessel is of adequate size for the insertion of the introducer sheath. If the vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the patient including death may result.